Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain s yndrome type 1. On (B)(6) 2016, when patient attempted to charge the ins, the patient felt a pulsating sensation in her spinal area during recharging of the ins. This only occurred on the day of the report. The pulsating sensation stopped and resolved after the patient received the replacement part (the desktop charger) for the charger as the patient was able to turn it off and then back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.